Manufacturer narrative:
Patient's exact age is unknown; howevever, it was reported that the patient was under the age of 18. (B)(4). A wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received deployed. Visual examination of the returned device found the delivery system was cut in different sections. The outer sheath was stretched out in the guidewire access sheath (gas) section and was also found detached/ separated near the stainless steel tube handle. The inner sheath was found kinking out of gas. The stent was inspected and holes were noted on the stent cover. The outer diameter of the stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The damages noted to the returned device were likely due to factors encountered during the procedure such as how the unit was handled or manipulated, the interaction with the scope, the anatomy of the patient, and the amount of force applied during the attempt deployment. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were due to anatomical and procedural factors. Therefore, the most probale cause is adverse event related to procedures. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Labeling review was performed, and from the information avaiolable, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a common bile duct stricture during an endoscopic retrograde cholangiopancreatigraphy with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient;s anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the delivery catheter got stretched and the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent cover was damaged (holes were found on the stent cover).

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was under the age of 18. Block e1: initial reporter's address: (B)(6) . Initial reporter's phone number: (B)(6) . Block h6: problem code 2978 captures the reportable investigation result of stent cover damaged. Block h10: a wallflex biliary fully covered rmv stent and delivery system were returned for analysis. The stent was received deployed. Visual examination of the returned device found the delivery system was cut in different sections. The outer sheath was stretched out in the guidewire access sheath (gas) section and was also found detached/ separated near the stainless steel tube handle. The inner sheath was found kinking out of gas. The stent was inspected and holes were noted on the stent cover. The outer diameter of the stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The damages noted to the returned device were likely due to factors encountered during the procedure such as how the unit was handled or manipulated, the interaction with the scope, the anatomy of the patient, and the amount of force applied during the attempt deployment. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were due to anatomical and procedural factors. Therefore, the most probable cause is adverse event related to procedures. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. Labeling review was performed, and from the information available, this device was used per the directions for use (dfu)/ product label. Block h11: block e1 (initial reporter facility name and address) have been corrected based on additional information received on april 24, 2020.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used to treat a common bile duct stricture during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the delivery catheter got stretched and the stent could not be deployed. The stent was removed from the patient fully covered by the outer sheath and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent cover was damaged (holes were found on the stent cover). Please see block h10 for full investigation details.